Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test on (B)(6) 2021. The consumer first received a positive test on (B)(6) 2021 with the binaxnow covid-19 antigen self test. Repeat testing was performed on (B)(6) 2021 and generated a negative result. Per the consumer, she felt unwell.

Manufacturer narrative:
The information in this report was inadvertently reported under MFR report number 1221359-2022-00149 follow-up #1 on 07apr2022. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168212 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no conflicting results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 168212 and device part number 195-430h/ lot 164566 quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.